Event description:
It was reported that the user received a ¿change insulin¿ alert after performing an infusion set and cartridge change and subsequently disclosed that the cannula had not been filled during the supply change; the user was guided through the correct cannula fill procedure and advised that the device¿s change-date tracking would be off. Symptoms included no change in blood glucose. Outcomes included successful troubleshooting and education with no medical intervention or hospitalization. Investigation included user interview and device use review. Investigation of this case revealed use error related to incorrect supply change steps, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.